Event description:
It was reported that the patient presented for follow up. Interrogation of the implantable cardioverter defibrillator showed post paced t wave over-sensing. Programming changes were made. The patient was stable.